Event description:
The device was applied during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument would not fire. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred. Date device expires: 3/31/2001.